Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the hosp contacted the MFR reporting that a pt had come into the hosp with controller malfunction alarms. The pt was switched to a new controller. The pt then experienced a controller malfunction alarm, rate control fault and a reported red heart. When questioned which red heart, the center stated two alarms mentioned previously. The MFR explained that those two alarms were yellow wrenches. The center stated that those were the only two alarms they were aware of and there was definitely a red heart and intermittent pump stoppage. The pt was in auto mode with the rate fluctuating from basal rate mode of 42 up to 120. The pt's vent filter was 3-4 days old and had an abundance of black dust noted. Pt had been running in fixed rate mode at 70 during the day and fixed rate mode at 50 at night, stroke volume in 80's. The pt's systolic blood pressure had been in the 120's. The hosp sent in a vent filter for analysis; which revealed evidence of fluid ingression into the percutaneous lead and potentially the motor housing. There are multiple warnings in the device labeling concerning fluid ingress and the potential for device stoppage. The pt had been transferred to pneumatic support and when the hosp tried electric actuation there were still basal rate reversion issues with the device. As a result, the physician elected to replace the pump two weeks later, with a new device. The pt remains on lvad support on the new device while awaiting a heart transplant.